Event description:
Autofill problem and failure of intra-aortic balloon pump in which the pump was not able to over-ride and manually refill. This is a potentially life-threatening situation. The co was called and they replaced the part. The rptr was never notified of this potential problem until they had the failure and called the co. The co rep brought in the field correction notice. Rptr has never, even to date, received anything in the mail from the co. Co is undertaking a field correction program for the volume cylinder which may cause an inability to complete an autofill cycle. (*)